Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). Review of quality records.

Event description:
It was reported that the system was explanted due to infection. The patient's wife stated her husband's incision site had been bleeding for six weeks.